Event description:
It was reported that fluoroscopy showed the right ventricular (rv) lead was dislodged and required repositioning. During the repositioning revision procedure on (B)(6) 2022, the helix would not extend to reposition to the target area. The rv lead was explanted and discarded by the hospital. A new lead was implanted with no issues. The patient was stable throughout the procedure and no adverse patient consequences.